Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that poly trial was cracked. These issues were discovered during case setup prior to submitting trays for sterilization. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Instrument was returned and examination of the returned part indicates sign of repeated use (nicks, gouges) and has crack in the middle of the provisional. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was reported that the provisional was used successfully for 15 plus years in the field. Therefore, the root cause of the reported event can be attributed to normal wear and tear due to long field age of the implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.